Event description:
It is reported that in 2007, during implantation the surgeon stated that the ball on the reverse side did not settle anatomically, giving an incomplete reduction of the ball on the scapular side. The surgeon felt that this may lead to instability, disassembly, or final anatomic positioning with some laxity. The surgeon feels that there is not enough room without a positioner to determine if the head or ball is actually anatomically reduced or positioned. The surgeon is continuing to monitor the pt.

Manufacturer narrative:
Evaluation summary: glenosphere not seating properly on the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion, insufficient bone clearance around the base plate, interference with retractors, etc., which could potentially cause the glenosphere not to completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 is needed to remove bone around the base plate to avoid impingement with the glenosphere. Evaluation: no product was returned for evaluation. Device history records indicate device manufactured to specification. X-ray was reviewed.